Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Without the defective unit, the failure investigation couldn't carry out. No testing or visual inspection could be performed, as no product was made available for evaluation. G2 unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the catheter was ridged and difficult to channel. The device was unable to insert easily and the patient skin contact causing pain and burning in the vein: no medical or surgical intervention was reported.